Manufacturer narrative:
The glidescope video baton 2.0 was returned to verathon. A verathon technical service representative evaluated the returned video baton and confirmed the poor image quality issue. The image was splitting when pressure was applied to the connector. The technician reported that the hdmi connector was worn / damaged. Since there are no repairs available for the video baton, the returned video baton was scrapped. No corrective action is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, there was an intermittent image; the video cut in and out. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.